Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms on non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that the rv lead tends showed a gradual increase since a year now along with elevated thresholds at 2.0v. There was no noise noted. Ts recommended to have seen the patient in clinic for further testing with isometrics and suggested programming optimization. This device and non-bsc rv lead remains in service. No adverse patient effects were reported.